Event description:
It was reported that a female patient underwent a breast augmentation revision with unspecified mentor gel breast implants and experienced breast pain on the left side and device migration on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 17, 2023, additional information was received identifying one device as a mentor memorygel breast implant 325cc, lot number 6871332. Secondary lot/serial numbers were reported, but these do not correspond to any current devices manufactured by mentor texas. This report is for the known device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 19, 2024, additional information was received indicating the patient experienced bilateral capsular contracture baker grade iii/IV. The date of explantation was identified as (B)(6) 2024. On jul 1, 2024, additional information was received indicating the patient also experienced bilateral rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 13, 2024, a healthcare professional confirmed that two devices (catalog number 3505004bc, lot number 7345420) received on aug 6, 2024 were the impacted products for this complaint. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant had multiples creases/folds on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).